Manufacturer narrative:
The pump passed the displacement, rewind, off no power, unexpected restart, and self tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the motor error alarms. No unexpected restart error alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms noted. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a missing encap sticker and a missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin continued to squirt out after letting go of the act button during manual prime. Customer's blood glucose was 115 mg/dl. During troubleshooting, customer received a motor error alarm. Customer reported that drive support cap was sticking out. After troubleshooting, customer was advised that insulin pump would need to be replaced.